Manufacturer narrative:
No repair information.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) gave an alert. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.